Event description:
An impella cp was inserted via left femoral artery in a 32 year old male admitted for a cardiac ablation for scar-related ventricular tachycardia. The patient¿s comorbidities were unknown, with history of surgery for double-outlet right ventricle. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. The patient received support with the cp for the ablation procedure. During ventricular tachycardia induction, the patient's blood pressure decreased and impella flow was changed to p-8. Support continued at p-8 for the procedure, yet hematuria was observed. The device was explanted. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction codes. D3 (manufacturer fax) has been added as this was omitted from the initial mw submitted. D4 (serial & catalog) has been updated. The cause of the hemolysis was not determined since insufficient clinical details were provided and no product/data logs were returned.

Manufacturer narrative:
Corrected: d1 and d4 fields due to new information received.